Manufacturer narrative:
The reported event for ipg end of life (eol) was confirmed. Per event details, the ipg was replaced due to eol. The ipg was implanted for 10.01 years. The ipg communicated and charged normally with lab standard equipment. The charging system displayed the ipg battery age light. The ipg was functionally tested and passed all testing. A discharge test was conducted, and the remaining battery capacity exceeded the expected requirements, which is a minimum of 24 hours when the device is 10 years old or more.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.